Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised the customer to turn the picture in picture (pip) mode on the cv-190 keyboard. The customer was unable gain access to the cv-190 keyboard at the time of call. The customer called back and mentioned to tac that the scope guide was recently switched between carts. It was confirmed that the location failed to move the cabling with scope guide from the other. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported ¿no image¿ issue could not be confirmed. It is likely that the phenomenon was caused by the user's device connection error, however, a specific root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.